Event description:
It was reported that during an open anterior cervical discectomy & fusion, an unformed clip fell out with a breaking sound when the device was fired at the 1st firing. No clip fell into the patient. Also the jaw fell out at the same time out of the patient. The force of grasping the handle was higher than usual. The clip was fed into the jaws properly before this event occurred. There was a possibility that the device clamped something hard such an existing clip and that there was a torquing and twisting of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Handle. The analysis results found that the device was received with the body/cover disassembled. Due to returned condition of the device non functional testing could be performed to evaluated the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.